Manufacturer narrative:
.

Event description:
The customer received questionable ion selective electrode (ise) sodium and chloride results for one patient sample. The initial sodium result was 120 mmol/l and the repeat result was 136 mmol/l. The initial chloride result was 113 mmol/l and the repeat result was 96 mmol/l. The initial results were released outside of the laboratory, then were corrected and called to the unit. The patient was not adversely affected. The customer cleaned and reseated the ise and internal standard bath, checked all ise reagents, checked for salt/liquid, recalibrated, and ran qc which was all successful. The lot numbers and expiration dates of the ise electrodes were requested but not provided. The field service representative could not find a hardware issue. The customer noted that the patient sample was highly suspect due to the turbidity of sample. The field service representative checked the instrument for deficiencies and ran a precision check. The customer ran calibration and qc with results within specifications and without further issue. The investigation could not determine a specific root cause. It was noted the chloride result recovered in the opposite direction from the sodium result. Possible causes of this type of behavior include air in the sample channel, leakage current coming from the waste, or old and/or expired reference electrode. It was also noted the customer was only using a centrifugation time of 5 minutes which does not follow the tube manufacturer's recommendation and could lead to issue due to poor sample quality.